Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6. (Type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional customer contact information: (B)(6). Getinge fse resolved the issue by replacing pim. Fse completed full pm with calibration and then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had blood found in the pneumatic interface module (pim). There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)